Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 600 mg/dl. Customer also having the relevant blood glucose values 599 mg/dl, 87 mg/dl, 88 mg/dl. Customer was advised to monitoring the blood glucose value. The device will be returned for analysis.